Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Line leaking.

Manufacturer narrative:
A liquid leak test showed the catheter to have a leak through the 23ga extension. The hole does not appear to be naturally made. There are several characteristics supporting this. When a tube fails from over pressurization it will always fail along its length. The orientation of the hole in the extension is not parallel to its length. It is approximately 45 degrees from parallel. The second characteristic is that the hole is on an angle (undercut) through the tubing. Holes typically develop perpendicular to the tubing wall and penetrate straight through. The third characteristic is the marks parallel to the hole. They appear to be similar in nature to the hole, although not deep enough to penetrate the wall of the tubing. Finally the hole and parallel marks have smooth edges. This is not typical of pressure, material degradation or other natural occurring failures. Summary: the hole in the extension tubing does not appear to have occurred naturally. It appears a human factor error such as a clinician trying to remove an adhesive backed securement device with a scalpel, may have caused the hole.